Event description:
It was reported that the customer frequently had no response by button press. Customer stated that there was no alarm or bolus in progress. Customer used the proper batteries and changed the battery cap and the battery. Customer stated that the anomaly persists.

Manufacturer narrative:
The up arrow button did not respond due to corroded keypad trace. The insulin pump was received with a cracked case at display window corners and a cracked reservoir tube lip.